Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that in the cardiac surgery room, 3 minutes after the start of the circulation extra-corporelle (cec) circuit, the investigational device exemption (ide) noticed a leak of blood at the top of the oxygenator. There were no consequences for the patient apart from an extension of the operating time. The procedure was interrupted in order to replace the entire system to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that there was no damage to the device, the packaging or other contents within the package (ex. Devices in a tray or custom pack) before using the system. It was not possible to evaluate the exact amount of blood loss. There was approximately 15 or 20 milliliters of blood loss. No transfusion was required. There was no air in the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that during use of a fusion oxygenator, it was reported that in the cardiac surgery room, 3 minutes after the start of the circulation extra-corporelle (cec) circuit, the nurse noticed a leak of blood at the top of the oxygenator. Correction section e initial reporter: the facility, street 1, and postal code fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.